Event description:
It was reported that a cadd legacy pump emitted double beep sound without cassette. The reported event occurred during testing. There was no patient involvement in the reported event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was unable to be replicated by analysts. The event history log was able to confirm the issue but testing was unable to replicate the issue. The downstream occlusion sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.